Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.